Event description:
It was reported that initially the balloon maintained occlusion of ascending aorta, then there were issues with migration and cardioplegia delivery. Upon removing the endoclamp balloon and re-inflating it was noted that the balloon was 95/5 when inflated. External cross clamp was used in place. There were no adverse patient events. Product will not be returned due to infection: patient has active (B)(6).

Manufacturer narrative:
A device history record review was completed and this device met all specifications upon distribution.